Manufacturer narrative:
The manufacturer received a report stating that the heating pad overheated, along with photos of the incident. The device was not returned for evaluation. The product label warned against use on soft surface and can't be covered during use, yet these actions were observed in the incident photos. Third-party testing confirmed the product does not overheat under correct use (see test report (B)(6)) and no defects identified.

Event description:
Heating pad caught fire overheated. Melted plastic bindings and switch,had to be unplugged to turn off.